Event description:
It was reported that the pump might have gotten wet, leading to a malfunction alarm identified as malf 0. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.